Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was with his aunt and experienced hypoglycemia without any specific symptoms reported. An ambulance was called and the paramedics took a blood glucose reading which was 31 mg/dl and the cgm reading was 75 mg/dl. The patient was taken to the hospital and it was documented that there he took ¿medications, but did not know which medications¿. At the time of the report on the (B)(6) 2023, the patient was feeling normal again but was still at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.